Event description:
Procedure type: anterior cervical discectomy and fusion. Date of initial surgery: (B)(6) 2009. Date of second surgery: (B)(6) 2010. According to the reporter: the initial surgery was performed on or about (B)(6) 2009. A re-operation was performed on or about (B)(6) 2010 to remove the implants due to an alleged failure. During the re-operation, a new plate and screws were implanted. A second alleged failure occurred on or about (B)(6) 2011. The second system screws and plate were explanted. Initial info received (B)(6) 2011 alleged x-spine systems, inc. (B)(4). Two complaints were opened because there were two alleged failures. Please see MDR #3005031160201200005 as cross-reference.

Manufacturer narrative:
(B)(4)